Event description:
A malfunction alarm occurred, but no notable events preceded this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump, assisted the customer with the reset, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support again if any malfunction code appeared, which the customer acknowledged and understood.